Event description:
Customer allegedly observed that "there were air bubbles in the syringe". Product was returned to medline and they "put water in the barrel of the syringe, and noted air bubbles in the barrel".